Event description:
It was reported that during implant a set screw for the right atrial port was missing. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a missing atrial set screw was confirmed by x-ray inspection of the device header. The cause of the anomaly is believed to be due to a mfg error. Mfg personnel have been made aware of the field event and remedial training actions have been taken to prevent the occurrence of this condition.